Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -11.0/4.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. The lens was exchanged on (B)(6) 2023 with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage and fibre on the lens surface. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).